Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhausted all therapies and failed to convert the patient's arrhythmia. The patient was admitted to the hospital and treated with an external defibrillator successfully. The physician did not allege any malfunction with the device and attributed the event to the patient's end stage heart failure. The patient was noted to have the support of a bi-ventricular implantable defibrillator and a left ventricle assist device. The patient was reported to be in stable condition following the treatment.